Event description:
Olympus was reported that the error displayed. There was no pt harm reported. No more info has been obtained.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the ptfe pad severely worn. There was a contact that the ptfe pad severely worn. There was a contact mark of the probe and jaw. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section began contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Due to the contact during activating output, the error displayed. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.